Event description:
It was reported that the right ventricular lead exhibited high impedance due to an apparent conductor fracture and dislodgement. The lead was capped. During the replacement procedure, a new right ventricular lead placement was attempted, but was not successful due the size of the patient vein. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, the inner tubing was kinked/buckled, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and the lead appeared damaged at implant.